Event description:
It was reported that an ilet pump¿s touchscreen was cracked and damaged, and the user transitioned to multiple daily injections without blood glucose issues. Symptoms included no adverse clinical effects. Outcomes included a device replacement and instructions provided for data sync, shutdown, and return. Investigation included customer interview and troubleshooting to verify addresses, shipping timelines, return process, and user education. Investigation of this case revealed physical damage to the touchscreen consistent with impact while carried in a pocket, with no device alarms reported and no transfer of data to the replacement required. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.